Event description:
Procedure: colon resection. At the first application, the instrument made some smoke in the jaw seems to have melted. Used a second device. No injury or ill-effects to the patient. The device is being returned for examination.